Event description:
It was reported that during testing at the user facility the cast cutter had bare wires exposed. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing at the user facility the cast cutter had bare wires exposed. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Upon visual inspection, the cord was found to be cut. The device was repaired and returned to the user facility.